Manufacturer narrative:
Visual inspection of the returned devices confirmed that the ball bearings and associated springs were missing on one side for each of three devices. The missing ball bearings and springs were reportedly lost during sonic cleaning. The laser etching on the parts look worn and partially faded. The lower level device history records were reviewed and no deviations or anomalies were identified. These devices are used for treatment. An investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tibial articular surface provisional shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. These three lots were all manufactured before the re-design was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Devised received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings fell out during the sonic cleaning process.